Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device was leaking old oil while in use. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device had a cut in the hole near the muffler area. It was further determined that the device failed pretest for hose verification, safety assessment, and oil leak. Therefore, the reported condition that the device was leaking old oil was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Concomitant med products and therapy dates: attachment device, (B)(6).2019. During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the attachment device became stuck to the motor device. Therefore, the attachment device has been included in this event and added in the concomitant medical products section. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.